Event description:
It was reported that during a colon procedure, the first reload worked but the second reload didn't work. Unknown how case was completed. Surgery was prolonged 15 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with four reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.